Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet and cgm, with cgm showing a nadir of 46 mg/dl and fingerstick at 64 mg/dl trending upward after treatment; the event began with loss of cgm readings, followed by low glucose readings as values returned. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included the need for oral carbohydrate intervention and temporary disruption of normal activities. Investigation included a review of device use and user education. Investigation of this case revealed no device malfunction was identified and that the user had recently started on therapy; troubleshooting and education on avoiding overcorrection were provided. It was concluded that the hypoglycemic event had an unclear cause and was resolved with oral glucose and food.